Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump with a fault in the keypad was confirmed during product evaluation. The assignable cause was determined to be an inoperable stop key due to a faulty channel c keypad. The channel c keypad was replaced to fix the reported condition. This involved a colleague p1.5 infusion pump with user interface module master software version 6.13.92. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a fault in keypad assembly. It is unknown when or in which care area this event occurred. This condition had the potential interrupt delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module master software version is unknown.

Manufacturer narrative:
(B)(4).the device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.